Manufacturer narrative:
Device not returned.

Event description:
It was reported that an o-ring was on the pneumatic tap. The customer removed the o-ring from the pump and the cartridge was reloaded to address the issue. Customer's blood glucose was 73 mg/dl.